Event description:
Medtronic received a report that two axium coils encountered resistance in the catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right posterior internal carotid communicating artery with a max diameter of 3.6 mm and a 1.7 mm neck diameter. The accessed vessel was the femoral artery with a diameter of 7.5 mm. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that echelon 10 was used to deliver the coil, and qc-2-8-helix was first selected to form a hoop. The coil could not be pushed at the y valve interface, and it could not be delivered after multiple attempts. After replacing the same model of coil, the same problem still occurred, so it was suspected that there was a problem with the proximal end of the microcatheter echelon 10. After repeated unblocking with the guidewire, the coil still could not be delivered. Then the coil push rod was used to try to unblock the microcatheter, but the coil was stuck in the microcatheter and could not be withdrawn. Finally, the only option was to replace it with the same model of microcatheter and coil and they were successful implanted. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications werereported as a result of this event. Additional information received that the cause of the resistance was not determined. The coils came out of the introducer sheath smoothly. There was a stretch to the coil observed after removal.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): an echelon-10 micro catheter and an axium implant coil were returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within an opened echelon-10 micro catheter inner pouch. The axium implant coil was returned without introducer sheath. Visual inspection/damage location details: the axium implant coil pushwire was found to be broken at distal end of load indicator. The implant coil was found to be already detached and not returned. The shield coil was found to be stretched. No other anomalies were observed. Testing/analysis (including sem reports): the axium implant coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include the use of an incompatible device for delivery, failure to hydrate the axium implant coil prior to use, and lack of continuous flush during delivery. Based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ was confirmed. There was no reported issue pushing the axium prime coil out from within the introducer sheath. Therefore, it is possible the axium coil became damaged upon removal from within the introducer sheath; however, the root cause could not be determined. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was confirmed, however, the root cause could not be determined. It is possible the damage (kink) found with the returned echelon-10 micro catheter and polymer jacket found within lumen could have contributed to the reported resistance. Possible contributing factors to ¿catheter resistance¿ include the use of an incompatible device, severely tortuous patient anatomy, failure to prepare the ancillary devices prior to use, and insufficient catheter flush. The echelon-10 micro catheter has a labeled ID (inner diameter) of 0.017" with two separate marker bands. Per axium implant coil instructions for use (IFU): ¿axium detachable coils should be delivered through a microcatheter with a minimum inside diameter of 0.0165¿-0.017¿ with two marker bands. Therefore, the echelon-10 micro catheter was found to be compatible for use with the axium implant coil and can therefore be ruled out as a potential cause. The customer reported pushing proximal end of axium into the hub first subsequently causing it to become stuck. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.